Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system through a tortuous anatomy. The physician elected to remove just the delivery system and not the entire system including guiding catheter. Entire system removal is recommended in the instructions for use. The stent dislodged in the pt and remains in a small side branch of the iliac artery. No attempts at retrieval were made. The pt status is listed as "okay".